Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/16/2010 and was last repaired on 11/28/2013 for a non-related issue. Evaluation of the device observed minor wear to the head and that the thickness control lever did not rotate easily. The leading edge of the control bar was flush with the master blade, and the device operated erratically and out of specification. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side and failed side to side calibration at this thickness setting. Repair of this device included replacement of the head, thickness lever, thickness control shaft and standard repair parts. In post-repair analysis, the motor operated within electrical specification and the power switch passed continuity testing. Minor discoloration and corrosion to the motor casing was observed. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well. The cause of the corrosion was likely due to the entry of moisture within the handpiece. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor, which could have caused the device to operate erratically and below specification. In addition, improper handling by the customer likely caused the lack of calibration of the device. The device was serviced and returned to the customer.

Event description:
It was initially reported that the electric dermatome handpiece adjustment cam was hard to adjust. During device analysis, it was observed that the device was working erratically. There was no patient harm or delay reported, and the procedure was completed with an alternate device.